Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly disconnecting during emergencies. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient line had a leak where the catheter connected. The event occurred in dwell phase while using the home choice (hc) device for peritoneal dialysis therapy. During subsequent follow up with the home patient, it was stated there was no damage to the patient line. The hp disconnected from the device without following proper procedure. The hp stated the solution was coming out of the line because the hc was not stopped nor was the patient line clamped. The technical service representative (tsr) advised the hp to close all the clamps and advised the hp to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.